Manufacturer narrative:
The technician replaced the missing latch bolt to repair the stretcher.

Event description:
Information received indicates the right siderail is not latching due to a missing siderail latch bolt.